Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were large air bubbles in the tubing, patient line, and luer lock. There was no impact to the user's blood glucose level. Reportedly, the user would change all the supplies.